Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and non-obstructive urinary retention. The trial began on (B)(6) 2024. It was reported that there was a communication issue between controller and ens, unable to communicate/connect to controller. The patient reported that there was no communication/can't communicate. Troubleshooting was not performed. The cause was not known. The patient stated that they went into my therapy application on their programmer and an error message popped up stating that there was a system issue please contact physician. Troubleshooting was not performed. The cause was not known. The issue was not resolved and was still ongoing. Additional information was received on 2024-aug-05. The patient reported pain.